Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed and no conclusions can be made at this time.

Event description:
The patient reported being treated in the ER for hypoglycemia.